Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for evaluation related to a separate issue. During testing, olympus identified the device had coating has peeled off on the connecting tube (1 mm² or less). There was no patient involvement.